Event description:
Boston scientific received information that a patient with a pacemaker had a heart rate of 130 beats per minute (bpm). It was reported the patient was in an operating room with a respirator. Technical services discussed that the minute ventilation sensor is contraindicated with the respirator. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.